Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient presented at the clinic a week prior to report with what was likely a critical alarm. The pump was reprogrammed. Then, the patient presented again on the day of report as there were "still problems". It was reported that there was a stop every 90 minutes for about 20 minutes. The pump reportedly had an unknown critical alarm and a motor stall recovery was not known. It was noted that the device was implanted but remained out of service. The device logs had reportedly been checked. The product issues was not resolved and the cause of the issue was not determined. The device was to be replaced in the future by another product from the same manufacturer. It was later reported that the pump was intended to infuse morphine. The patient reportedly experienced withdrawal symptoms. There were no reports of any mris done. The motor would reportedly start and then stop for more than one day. It was later reported that the explanted date was (B)(6) 2014.

Manufacturer narrative:
Analysis of the pump revealed a pump motor feed thru anomaly with shorting across the insulator.